Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the customer called to open a repair on the device. The customer alleged that the item displayed an e1 error. It was further reported that this occurred during a case, causing a slight delay while the device was switched out.